Event description:
It was reported that the device was overheating during testing at the user facility. No patient involvement was reported.

Manufacturer narrative:
Additional information: d9.

Event description:
It was reported that the device was overheating during testing at the user facility. No patient involvement was reported.